Event description:
It was reported that the patient presented prior to generator change with low pacing impedance and diminished sensing exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented prior to generator change with low pacing impedance and high capture threshold exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Additional information: e1 - initial reporter.

Event description:
It was reported that the patient presented prior to generator change with low pacing impedance and high capture threshold exhibited by the right ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.